Event description:
It was reported that following implant, the device tested with a high defibrillation threshold. The device was tested again at a later date and the defibrillation threshold remained high so the patient was scheduled to have a subcutaneous (sub-q) high voltage lead implanted. At the lead implant procedure, the sub-q lead was implanted using an adaptor. It was noted that all lead measurements were normal without the adaptor but noise, oversensing and high impedance were present with the adaptor. The decision was made to change out the device for one that could use the sub-q lead without the adaptor. The adapter and explanted device were returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. These model numbers are not approved for distribution in the united states, however, they are same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. We also received performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted on save to disk file (B)(4) show data in episodes 1 to 20, vfrx defibrillator impedance varying for btoax noted equals 50.4 to 31069 ohms range between (B)(6) 2012. (B)(4) the full lead was returned and analysis found no anomalies. However, visual analysis noted that there are four sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and three sets are in the correct position. It cannot be determined when but, at some time, the lead was not fully inserted into the device. Before and after photographs of m-4 block where resistance readings were taken.

Event description:
It was reported that following implant, the device tested with a high defibrillation threshold. The device was tested again at a later date and the defibrillation threshold remained high so it was scheduled to be replaced. At the explant procedure, a right ventricular lead was implanted using a splitter adaptor accessory. It was noted that all lead measurements were normal without the adaptor but noise, oversensing and high impedance were present with the adaptor. An rv lead was successfully placed but the adaptor was not used. The adapter and explanted device were returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. These model numbers are not approved for distribution in the united states, however, they are same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found. We also received performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted on save to disk file (B)(4) show data in episodes 1 to 20, vfrx defibrillator impedance varying for 'btoax' noted equals 50.4 to 31069 ohms range between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. These model numbers are not approved for distribution in the united states, however, they are same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found. We also received performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted on save to disk file (B)(4) show data in episodes 1 to 20, vfrx defibrillator impedance varying for btoax noted equals 50.4 to 31069 ohms range between (B)(6) 2012.